Event description:
It was reported that the customer dropped the pump and subsequently received a power source alert. Customer¿s blood glucose value was 213 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.